Event description:
It was reported that, after a thr surgery performed on an unknown date, the patient experienced an infection. This adverse event was addressed by a revision surgery on (B)(6) 2022 to washout the hip and exchange the r3 0 deg xlpe acet lnr 32mm x 50mm and oxinium fem hd 12/14 32mm +4. Current health status of patient is unknown.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
Section h3, h6: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, smith and nephew has not received the requested patient specific documentation, the explanted device, and/or adequate materials to fully evaluate the root cause of the complaint. Patient impact beyond that which was reported (infection and subsequent revision with washout and exchange of implants) could not be determined. If additional clinically relevant materials are later received, then the case may be re-opened for further evaluation. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the instructions for use documents for total hip systems revealed that infection has been identified as a potential complication. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A review of the sterilization records revealed the batch was sterilized within normal parameters. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but are not limited to contamination, patient reaction, and post-operative healing issue. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.